Event description:
Hospital said item (frazier suction catheter 8 fr with control vent and obturator) caught fire during a tonsillectomy and adenoidectomy. After thorough review doctor and the committee determined the fire was caused by cepacol and the process of suction-cautery and bag ventillation that included high-concentration of oxygen and nitrous oxide. The catheter was simply the product available to catch fire. They have since used this item on subsequent surgeries without problem. They have taken precautions to remove the risk of fire. Doctor does not believe the catheter was the cause of the fire just what caught fire. Reporter is providing this complaint as info only. After removing the tonsils in routine fashion, doctor, a third year ent resident, turned attention to removing the adenoids. Just prior to removing the adenoids, doctor placed suction-cautery apparatus down to adjust the red-rubber catheter to give improved clearance and access to the enlarged adenoid bed. Upon positioning the hand-held mirror in the oropharynx and introducing the suction-cautery apparatus in the throat, doctor turned on the cautery. A spark and a flash immediately appeared and the rubber catheter caught on fire. This was immediately removed within a few seconds and placed on the floor. Saline irrigation was then introduced into the oral cavity and nostrils. After a few minutes, a new catheter was reintroduced into the nose, brought out the oral cavity, and the nasopharynx inspected. A diffuse first degree burn was noted in the nasopharynx with focal second degree burns along the posterior surface of the soft palate. The anterior nose was inspected and noted to be normal. The adenoids were then removed in normal fashion. The pt was awakened from the anesthesia and extubated without incident. The remainder of pt's hosp stay was unremarkable. Pt is recovering at home with no visible sequella of this complication. Careful evaluation of the circumstances prior to this airway fire brought out a number of points. One was that a family practice resident was participating in the anesthesia care of this pt. This resident was actively bag-ventilating the pt throughout the case to give experience ventilating the pt. This bag-ventilation probably increased the amount of anesthesia gases that leak past the un-cuffed endotracheal tube. Thus, the oropharynx and nasopharynx were full of high-concentration oxygen and nitrous oxide which support combustion. Next, just prior to introduction of cautery, resident removed the suction to adjust the rubber catheter. This allowed build-up of high concentrations of oxygen and flammable anesthetic gases. Finally, ent surgeons in this facility have been using cepacol mouthwash to provide defogging of the laryngeal mirrors during adenoidectomies for some time. This solution does contain 13% alcohol, which may have supported or increased the odds of combustion occurring. Since this incident, dr has switched to using water-soaked 1/4 inch nugauze tape to retract the palate. It is very unlikely to burn even if directly ignited in the presence of oxygen. Dr is considering switching to soap solution instead of cepacol mouthwash to eliminate the source of alcohol which may have contributed to the fire. Overall, surgeons in this facility along with all of the surgeons dr has trained perform adenoidectomies in virtually identical fashion and have never seen a fire within the airway. This has been reported in the ent literature, however, dr believes switching away from the red-rubber catheter makes recurrence extremely unlikely.